Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/11/2013 for investigation. Investigation results as follows: investigation was able to confirm the reported issue. Upon powering up the platform, ua139 (unable to hold compression position) was observed. In addition, review of the archive also shows this ua. During initial testing, ua139 was also observed. The drivetrain was found to be defective.

Event description:
It was reported that during a shift check, the autopulse platform displayed an unrecoverable message. No patient involvement was reported. No further information was provided. Manufacturer has requested additional information; however, no additional information has been obtained.